Event description:
It was reported that patient device had not been working for patient since implant. The patient had had the system reprogrammed numerous times it did not work or feel like the trial period before surgery. The patient still had problem with their system. The patient also reported battery compartment door would not close. Battery was changed and battery problem was taken care of. Additional information received later on (B)(6) 2015 indicated that patient had device implanted in (B)(6) 2009 and shortly afterward patient had another surgery because it was not working properly and the manufacturer representative present on (B)(6) 2009 only had 2 programs installed in the unit and it did not work at all. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's programmer battery compartment door would not close. Two months later, the programmer issue was resolved. Their stimulator was not working for them and stimulation did not feel the same as during the trial. They had never had therapeutic effect. The patient had a surgery shortly after implant. Two programs were installed and it did not work at all. Four years later, the stimulation had never worked. The patient had only felt pressure and a pinching pain with the implant. The patient wanted a lead revision, but their healthcare provider suggested botox injections. The patient did not want to have botox injections, so no medical intervention occurred. Multiple reprogramming attempts did not resolve the issue.

Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).